Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and dislodged/bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / pages 48: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 329-429 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Patient also reported the cannula was sticking out of the skin and was bent. As treatment, changed the pod.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The soft cannula was deployed and visible, and the pink slide insert could be seen in the top housing viewing window. No damages or defects were found that would cause the needle to fail to deploy as intended. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The soft cannula measured the correct full length according to specification and was not bent, kinked, or damaged. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site.